Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Powerglide pro catheters 'kinked' in the patient, and were left unable to be flushed or provide meds. It was stated the kink was closer to the distal end of the catheter, maybe 2-3 cm from the end.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked midline catheter was confirmed. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter. Usage residues were observed throughout the sample. Curved shape memory was observed along the length of the catheter. Permanent kink impressions were observed just distal of the molded joint and near the distal tip of the catheter. The catheter kinked preferentially at the kink impression sites during manual manipulation. Microscopic inspection of the catheter confirmed kink impressions near the molded joint and distal tip. The distal kinked region comprised multiple creases and buckling of the catheter wall. Inspection of the catheter tip revealed deformation and discoloration. The presence of multiple kinks was confirmed. The buckling and deformation at the catheter tip suggested that advancement against resistance likely caused or contributed to the kinking. The blood residue observed on and in the sample suggested that advancement occurred during device placement. Such resistance can occur if insertion is attempted into tissue. H3 other text : evaluation findings are in section h.11.

Event description:
Powerglide pro catheters 'kinked' in the patient, and were left unable to be flushed or provide meds. It was stated the kink was closer to the distal end of the catheter, maybe ~2-3 cm from the end.

Event description:
Powerglide pro catheters 'kinked' in the patient, and were left unable to be flushed or provide meds. It was stated the kink was closer to the distal end of the catheter, maybe ~2-3 cm from the end. Add info rcvd 06/23/2022: what type of catheter securement was utilized? Likely stat-lock, but unknown date of occurrence: (B)(6) 2022. Placement date: unknown. Explant date: unknown. Was the product used on a patient? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.